Event description:
It was reported that the patient was admitted to emergency room on (B)(6) 2026, as he developed swelling, pain, and potential infection at infusion set insertion site. And the infection was treated with the antibiotics.

Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.